Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported to technical support that a fresenius 2008k2 machine experienced a low temperature alarm. After performing an inspection of the machine, the biomed reported finding a burnt spot on the power control board. Upon follow up, the biomed stated there was a discolored (or blackened) spot on an area of the power control board. There was no burning smell or smoke noted, and no signs of arcing or melting. Additionally, the biomed stated there were no sparks or flames observed. The machine was plugged directly into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The machine has approximately 27,937 hours. There was no damage observed on any other components. The biomed provided photo evidence of the power control board, and the photo shows a blackened area on the component with clear signs of charring. There was no patient involvement associated with the reported event. The biomed replaced the power control board to resolve the reported issue and the machine has been returned to service. The biomed discarded the damaged power control board. The sample is not available to be returned to the manufacturer for a physical evaluation.